Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was over 600 mg/dl. The customer also stated that the insulin pump had a damage. The customer was treated by the insulin pump. The customer declined to troubleshooting for damage and customer declined troubleshooting for high blood glucose. The customer stated that the reservoir compartment was unable to lock in its place. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.